Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿utility and limitations of long-term monitoring of atrial fibrillation using an implantable loop recorder.¿ heart rhythm (2017), doi: 10.1016/j.hrthm.2017.09.009.

Event description:
A journal article was reviewed which contained information this model of an implantable loop recorders (ilrs). The article reported that there were ¿false positive¿ episodes which led to possible undersensing of atrial fibrillation (af). There was no indication of treatment/resolution. The article also reported there were transmission issues, data load issues, and data review issues with the remote monitor. The status of the ilr/monitor is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the adverse event or product problem information. The changes are reflected in this report under sections b1; b2; and h1.if information is provided in the future, a supplemental report will be issued.